Manufacturer narrative:
The reported field event of noise and inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the field anomalies could not be determined as they could not be reproduced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a shock therapy. When the device was interrogated, the data showed that the lead noise was detected as vf and a shock therapy was activated. There were also several episodes that diagnosed as rv lead noise and a shock therapy was not activated by (B)(4). The next day lead noises were still observed, both device and lead were replaced. There were no adverse consequences to the patient.